Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation since he first started wearing the lifevest. The irritation was reported to be under the rear therapy electrode pads and also on other parts of the body away from the lifevest. He reported that his doctor gave him fluocinonide 5 %cream but the cream was not helping. During a follow up the patient reported that the irritation was better but that it comes and goes. No allegation of a device malfunction contributing to the irritation.